Event description:
It was reported that during a training/demo of the da vinci system, broken guide pins were found on the halo of the entry guide manipulator. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the entry guide manipulator (egm) halo. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the reported issue.